Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. There was no reported impact to the customer's blood glucose level. The customer was unable to troubleshoot at the time the event was reported. Multiple attempts were made to follow up with the customer to complete troubleshooting; however, no additional information was provided.